Manufacturer narrative:
The lay user/patients meter has been returned and evaluated by lifescan product analysis with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2016, the reporter contacted lifescan (lfs) USA, alleging that her daughters onetouch ping meter was reading inaccurately low, compared to another meter. The complaint was classified based on customer service representative (csr) documentation, and additional information obtained when the medical surveillance specialist (mss) reviewed the initial complaint call. The reporter stated that she first noticed the alleged meter issue on (B)(6) 2016, alleging that the patient obtained an inaccurately low blood glucose reading of ¿492 mg/dl¿ with the subject meter compared to ¿524mg/dl¿ on another meter, performed within 30 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results fall within lfs¿ criteria for accuracy. The reporter informed the csr that the patient manages her diabetes using insulin pump therapy, and denied that she made any changes to her usual diabetes management routine as a result of the alleged issue. At an unknown time on (B)(6) 2016, the reporter alleged the patient developed symptoms of ¿feeling blah, and having ketones¿. The patient treated herself by taking extra insulin at 13.30 pm. During troubleshooting, it was established that the patient¿s meter was set to the correct unit of measure, and the sample was taken from an approved sample site. It was noted that the test strips being used were not lfs strips. The products were requested back for evaluation and replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed signs and/or symptoms that meet lfs¿ criteria for a serious injury reportable adverse event after the alleged product issue began.